Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor leaked. The leak was noted upon receipt and was contained within the packaging. The unit was pre-filled with an admixture of 5fu (fluorouracil). This was identified before use. There was no patient involvement. No additional information is available.